Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 5 and miscarriage in 2002. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2007, the patient experienced alopecia ("hair loss"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral tubal ligation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Left side - 2 trailing coils, right side- no trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Meddra llc: device ineffective most recent follow-up information incorporated above includes: on(B)(6) 2019: events- "abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss, lower abdominal pain", reporter, lab data added from pfs and medical record. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.